Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing. It was also reported the lead was reprogrammed and the lead was capped and replaced during routine generator change. No patient complications have been reported as a result of this event.